Manufacturer narrative:
The IFU lists esophageal fistula as a potential adverse event for the device.

Event description:
Pt presented to multiple times post left sided procedure with difficulty swallowing and chest pains. On final admittance, pt was febrile, had experienced one tia and had an active esophageal fistula. An abscess was surgically removed from between the heart and the esophagus. As of last report, pt was still in the hosp recovering from surgery and infection. Hansen catheter was delivery catheter for celsius irrigated ablation catheter. Procedure performed under general anesthesia. Catheters were not returned for investigation. Index procedure was unremarkable. There was no malfunctions or issues with noted during the index ablation procedure and the dr did not attribute causality to the celsius ablation catheter nor hansen device.